Event description:
A liver was on the organox metra preservation pump preparing it for transplant surgery, and it was discovered that a stopcock was turned off to the medications for an unknown amount of time, but the machine did not alarm or alert the device user that the medications were not infusing. The tubing was leaking a small amount of fluid when the stopcock was turned off, and this scenario of no alarms/alerts and leaking tubing was re-created by turning the stopcock off to the medications and taking pictures and videos (which were sent to the manufacturer).